Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Additionally, the customer did not observe insulin dripping out of the cartridge patient line due to an air bubble observed within the cartridge patient line. A cartridge change was performed to address the issue. Blood glucose level was 206mg/dl.